Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that this vns patient¿s device presented with high impedance (>=10000 ohms) during system diagnostics. The device was disabled. No adverse events were reported. It was unknown if any patient manipulation or trauma had occurred. Attempts for additional information have been unsuccessful. Review of device programming history showed last known settings and diagnostic results from (B)(6) 2013. Diagnostic results were within normal limits. Surgery is likely but has not taken place.